Manufacturer narrative:
The technician found the safety plate and catch for the side rail latch was not in alignment. The technician realigned the side rail safety plate and catch for the latch to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No patient impact.